Event description:
After implant while checking drawback, air was coming with blood. Removed and another implanted.

Manufacturer narrative:
The complaint was not confirmed. No air bubbles were observed when the device was flushed/aspirated in the laboratory setting. The cause of the air bubbles observed in the clinical setting may have been due to the catheter/port connection and/or the catheter. No manufacturing variance observed related to this event in the device history record review.